Event description:
In 2002, a patient reported they obtained a result of 9.9 mmol/l that morning although their blood glucose was lower. Approximately 1 hour later the patient tried to measure again because they began to feel hypoglycemic with symptoms of being tired, sweating, and dizzy. The meter would only prompt "error 2". Patient retested up to 5 times with no result (error 2). Patient also used another vial of strips that were the same lot number as those used earlier because they had no others. Patient took no medication. Patient ate twice to recover from the hypoglycemic symptoms. During the patient's call with the representative they continued to obtain the error 2 message and described correct testing procedure. Patient did not allege harm or seek medical attention. Because a replacement meter would not arrive until 6/2002, the representative advised them to contact their diabetic nurse to obtain a spare meter until the other arrives.